Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens was explanted from the left eye prior to completing light treatments due to patient dissatisfaction, blurry vision and visual disturbances.